Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had to push the buttons harder or insulin pump received button errors, unexplained non delivery alarms and rejected new batteries multiple times. Customer also stated that transmitter lost sensor and calibration errors on rare occasion. No harm requiring medical intervention was reported. The device will not be returned for analysis.